Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging nasal/throat irritation or soreness. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on jun 20, 2024, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices the manufacturer previously received information alleging nasal/throat irritation/soreness and the device is noisy related to CPAP device. There is no allegation of serious or permanent harm or injury philips investigation lab confirmed the presence of degraded sound abatement foam using a foam integrity test tool and the associated procedure ER 2245460 (v01). The issue of degraded sound abatement foam is addressed by CAPA 7211. The manufacturer concludes unable to directly address the symptoms. Manufacturer cannot confirm the complaint of the blower being noisy. In this report, sections d9, g3, h3, and h6 have been updated or corrected.